Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-dec-2025, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was making a grinding noise and stopped pulling from the "blood in" bag of an abs-10062t angel cprp system with aspiration kit. This was discovered during use with no patient harm reported. The case was completed with another angel and a replacement kit.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. When unit powered on, basic functions were checked and displayed error code. Additional functions will be verified at test. Error code: lid is open (missing lid magnet). See vendor evaluation attached.